Event description:
Pt reported that the pump delivered more insulin than was programmed. The pt checked the bolus history, found that though a 5u bolus had been programmed a 9u was apparently delivered at the corresponding time. The pt also reported that when they went to give a 12u bolus a 20u was recorded. This was followed by a low blood sugar the following evening which required the use of glucagons to correct.